Event description:
It was reported that the right ventricular (rv) lead defibrillator impedance was greater than 200 ohms due to a possible fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419688 lead, implanted: (B)(6) 2011. A 4469 boston scientific lead, implanted: (B)(6) 2003. (B)(4).